Event description:
On (B)(6) 2025 the user reported receiving an ¿unable to proceed¿ message during a supply change. The user removed all supplies, performed a successful dry run, and then repeated the supply change with new supplies but again received the ¿unable to proceed¿ alert. A replacement was arranged. The user¿s blood glucose remained stable at 146 mg/dl, and no symptoms or medical intervention were required.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.